Event description:
Ethicon contour curved cutter stapler failed to fire during application. Product: cs406, lot: g4rp22, exp 02/2010. The surgeon may have taken too much tissue to staple and this caused the mis-fire.